Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer fainted after she received a result of 130 mg/dl on her active system. She came to on her own and without treatment, and she went to her doctor's office which is 1 block away. Her blood glucose was 40 mg/dl on the professional system, and she was treated with glucose tablets. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.